Manufacturer narrative:
Patient-specific information section a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 device via the right axillary artery for additional mechanical circulatory support. Two days after start of the additional mcs, the patient underwent redo coronary artery bypass graft surgery (left internal mammary artery had an issue distally; it was detached and reattached). CABG surgery was uneventful and successful per the notes. However, the patient's left lower extremity had pulse but was cyanotic; fasciotomy remained open with woundvac. However, below the knee amputation was needed and eventually completed. Impella site was clean dry and intact. On day 7 of impella mcs, the patient experienced a hypotensive event over the night correlating with rhythm change requiring impella performance level to be increased. The patient remained intubated and sedated, vasopressin was added, and the patient remained on continuous renal replacement therapy. The patient continued on impella mcs. Four days after the hypotensive event, the impella was having intermittent suction alarms and the impella device was repositioned which aided in decreasing suction alarms. The patient received one unit of packed red blood cells. The next day an attempt was made to wean the impella. Through the night, the patient had increased shortness of breath followed by ventricular tachycardia episodes where the patient lost pulsatility. Patient had to be intubated, decision then to increase impella support level to p-7. Hypotension caused the team to add pressors and send for a cta overnight which revealed a left internal jugular deep vein thrombosis and r lobe pulmonary embolism. Interventional radiologist stated the clot burden was not high enough for thrombectomy. Echocardiogram at bedside was completed to reevaluate the right heart function. Blood cultures were sent, and the patient remained on crrt. Then next day an attempt to wean the patient was impella was made again; however, there was increased ectopy/ventricular tachycardia runs. Amiodarone and lidocaine restarted. The patient continued impella support. Ventricular tachycardia episodes noted minimal since restarting amiodarone, lidocaine. Days following the patient had bleeding from the below the knee amputation and received two units of packed red blood cells overnight. (It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient). No ventricular tachycardia was noted overnight and the next day there was no arrhythmic event noted. Lidocaine drip discontinued and amiodarone switched to by mouth. Impella support continued, and slow weaning restarted. The impella support level was down to p-3 and the following day thereafter the impella 5.5 device was explanted with a survived patient outcome.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Investigation of the events(s) and product malfunction(s) noted the following: ventricular tachycardia: clinical details noted that patient was experiencing runs of vtach while on impella support. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Bleeding: clinical details noted that patient required multiple units of blood volume throughout support. No additional details provided for reason of additional volume being provided. The cause of the injury was not determined due to insufficient clinical details. Low flow: clinical details noted that patient was having intermittent suction alarms. Pump was repositioned the following day and aided in decreasing suction alarms. Additionally, patient was on crrt with volume removal. Data logs were reviewed and lt log showed low flows and suction alarms at time of reported issue. No motor current spike or trend in placement signal was observed. The cause of the low flows was likely due to a use related issue as clinical details noted that repositioning the pump decreased the suction alarms. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.